Event description:
Information was received indicating that prior to use, a smiths medical level 1 hotline 3 blood and fluid warmer is not reading the temperature. It was reported that there were no alarms. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The investigator noted that the display was blank when the unit was powered on. There was also a faulty float switch which alarmed when it should not have. The pump and heater also failed the safety/electrical test. There was also wear and tear damage on the following components: enclosure, front cover, line cord, tank cover, and pole clamp. The investigator filled the tank with water, plugged in the line cord, attached a temperature fixture, and turned on the power switch. The customer reported product problem (failure to register/display temperature) was confirmed during testing. The product problem occurred because of faulty pcb. This malfunction was affecting the lcd display. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty pcb was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.